Manufacturer narrative:
Additional information: h3 and h6. H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A retained sample was evaluated, and the result met specification. The reported condition was not verified for the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date: the event occurred on an unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from a minicap. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.